Manufacturer narrative:
(B)(4).the device has not been received by baxter for evaluation, therefore the reported problem could not be confirmed. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
A registered nurse (rn) contacted a baxter technical service representative (tsr) regarding a reverse osmosis hemodialysis instrument that had the sanitization injection cup break. The rn was pushing the machine and the cup was caught by the line and broke. No patient injury and no medical intervention were reported. The service request was canceled because the rn was advised that they no longer use baxter for their repairs.